Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. A supplemental report will be submitted once root cause analysis has been completed. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation the trunk cable connector was physically damaged. The cause for the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement monitor and electrode belt. Device manufacture date: monitor sn (B)(4), manufactured in 05/2010. Electrode belt sn (B)(4), manufactured in 01/2011.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. Customer support, upon reviewing the patient's flag files, discovered that the patient's monitor had several "abnormal shutdowns" occur. The patient was provided with a replacement monitor and electrode belt.